Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. It was confirmed via x-ray and fluoroscopy. The rv lead was abandoned surgically. No additional adverse patient effects were reported.